Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for evaluation: yes, d9. Returned to manufacturer on: 23-apr-2026, h3. Device eval by manufacturer?: yes. Investigation summary: introduction: material #: 256088, batch #: 5161988. Defect: the customer reported that they were receiving discrepant results. On 02mar2026, they reported receiving a negative result with the analyzer, but visually observed a flu a line. They reinserted the same cartridge and received a negative result. On 03mar2026, they received a negative result with the analyzer, but visually observed a flu a line. They re-inserted the same cartridge and received a positive result. They recollected the sample and retested on a new cartridge, receiving a negative result and visually observed no lines on the cartridge. Investigational testing / review: bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, retention sample testing if applicable, and visual inspection of customer returned samples if applicable. Retain sample testing was performed on the batch number provided. The results were acceptable. The reported issue was not able to be replicated. Batch history review: batch history record (bhr) review was performed on the batch number provided. The results were acceptable and no relevant issues were found. Returned material analysis: there were photos of 3 used test devices received from the customer. There are 2 test cartridges labeled as being tested on 02mar2026, and the customer pointed out an area on the reading window of the cartridges. On one of the test cartridges, it can be seen that there is a positive control line (c), a line on the flu a (a) line, and a negative control (nc) line. The nc line, which is unmarked on the cartridge, functions to bind with interfering antibodies that may be present in a sample and will reduce the chances of these interfering bodies to bind to the other test lines. On the other test device, it is difficult to visualize the reading area apart from the visible positive control line. On the test device labeled as being tested on 03mar2026, the customer also pointed out an area on the reading window of the cartridge, and labeled it as having a light line on flu a and another line below flu a; it can be seen that there is a positive control line, however, it is difficult to visualize the area labeled by the customer. The reported issue cannot be confirmed without analyzer data. There were return samples received from the customer that were functionally tested. All results were passing and acceptable. The reported issue is unable to be confirmed. Complaint history review: a trend analysis for discrepant result was conducted, no adverse trend was identified. Conclusion: the reported issue was unable to be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends monthly. There were no corrective actions taken at this time.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) negative flu a patient result was obtained from a veritor analyzer. However, the user visually observed a line at the flu a mark, and interpreted the flu a result as positive. The user questioned the veritor analyzer flu a negative result and reinserted the same test cartridge; however, a flu a negative result was still obtained from a veritor analyzer. It should be noted the actions of visual interpretation and reinserting a used test cartridge are considered off-label use of the product. The user stated that no confirmatory testing was performed. There were no health impact or consequences reported. (B)(4).

Event description:
It was reported while using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) negative flu a patient result was obtained from a veritor analyzer. However, the user visually observed a line at the flu a mark and interpreted the flu a result as positive. The user questioned the veritor analyzer flu a negative result and reinserted the same test cartridge; however, a flu a negative result was still obtained from a veritor analyzer. It should be noted the actions of visual interpretation and reinserting a used test cartridge are considered off-label use of the product. The user stated that no confirmatory testing was performed. There were no health impact or consequences reported. (B)(4).

Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.